Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025 around 1:15am, the patient experienced a sudden drop in blood sugar, causing her to lose consciousness. Although her cgm (continuous glucose monitor) was functioning correctly and detected the low blood sugar, the g7 app on her phone did not make a sound but the patient saw it was alerting but there was no sound. The patient eventually passed out and the cgm sent an alert to her niece, who lives approximately 20 miles away [it is presumed that the niece is a follower]. Concerned, the niece attempted to call the patient multiple times but the patient was unresponsive due to having passed out. Realizing the urgency, the niece called for an ambulance. Emergency medical services (ems) arrived at the residence about 30 minutes later, around 1:45am. The patient does not recall whether the emts performed a blood glucose measurement (bgm) at the scene. However, she remembered being administered an IV, though she is unsure of the type. The emts then transported her to the hospital, arriving at approximately 3:00am. The patient was admitted to a hospital room around 11:00am. Throughout this time, she was still wearing her cgm device, but she does not remember what the readings were during that period. The following day, (B)(6) 2025, the patient reported feeling better. Her cgm showed a consistent blood sugar level of 300 mg/dl, which was confirmed by a nurse using a blood glucose meter. The patient does not remember if she took some medication during this time. On (B)(6) 2025, the patient was administered humalog and lantus insulin to address the persistently high blood sugar levels. After receiving the insulin, both her cgm and bgm readings dropped to 170 mg/dl. The patient was discharged from the hospital later that day. At the time of the report, the patient was stable. No. Product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.